Event description:
It was reported that the 6800 system would not turn on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable was repaired during the service call. The system was found to be working and put back into service.